Manufacturer narrative:
The device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A priming test was performed and the device passed with no issues noted. Pressure testing and clear passage testing under water were performed, and the device did not leak. Functional testing was performed on the filter, and the filter passed the testing with no issues noted. The reported condition was not verified. The device was found to operate per specification. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the filter of an interlink solution administration set filled with air and leaked total parenteral nutrition (tpn) from the end of the tubing. This event occurred while priming the device. It was further reported that once the device leaked it was then reprimed and the filter was adjusted. The device leaked tpn solution again. There was no patient involvement. No additional information is available.